Event description:
Pt presented for PICC line placement. Two attempts were made to deploy a flexible guidewire within pt's vein following venography. Attempts resulted in brown veins. Upon removal of needle and guidewire from 2nd attempt, resistance to pullback was detected. Needle was isolated and removed, with resultant guidewire tension. The guidewire was noted to be anchored and immobile. Also, the distal end of guidewire was noted to be stretched and sheared. Surgical backup called. After limited cutdown performed, guidewire, including the radiopaque distal tip successfully removed.